Event description:
The customer stated that the insulin pump was put in the washing machine by accident. The customer experienced high blood glucose levels shortly after connecting back to the insulin pump. No water damage or alarms were noted. Troubleshooting was performed and the insulin pump was programmed correctly. However, the customer stated that the bolus history was incorrect. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to perform occlusion test or test for history anomaly due to the blank display.